Manufacturer narrative:
Device is a combination product. Updated b5 describe event or problem.

Event description:
It was reported that stent damage occurred. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal stent struts got lifted. The procedure was completed with a non-bsc stent. There were no patient complications reported. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal stent struts got lifted. The procedure was completed with a non-bsc stent. There were no patient complications reported.